Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient's right ventricular lead was explanted on an unknown date and returned. Upon discussion with the device technician, the patient had received inappropriate therapy on an unknown date.

Manufacturer narrative:
Final analysis found the inner coil was fractured at the middle region, 19.3 cm from the connector pin. The cause of the reported event was isolated to inner coil fracture consistent with bending fatigue.